Event description:
It was reported that the right ventricular (rv) lead had oversensing and noise and was first noted during the patient¿s office visit. The noise and oversensing was producible with pocket manipulation. The lead also had high impedance and was suspected of a possible fracture. The patient was scheduled for a lead reposition procedure. During the repositioning procedure noise and oversensing was noted and the physician was unable to retract the helix of the lead. Subsequently the rv lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This lead was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2011. (B)(4).